Event description:
Information received from the field notes that the patient presented to the hospital for a follow-up as an in-patient. The device was programmed to ddi mode due to chronic atrial fibrillation. Ecgs demonstrated occasional ventricular oversensing and a period of possible functional undersensing that may have initiated a non-sustained eight beat run of ventricular tachycardia.